Event description:
The physician stated that the proximal end of the implant broke through the mucosa and needed to be removed. Cetacaine spray, 1cc of xylocaine, and 1/100000 epinephrine were applied, and that a cut down technique was used to remove the implant. A 4-0 chromic suture was placed to approximate the wound edge. No further impact to the pt was reported.

Manufacturer narrative:
No less than three attempts were made to obtain further info of this product. The root cause is indeterminate at this time.